Event description:
Electrodes were placed on patient's right arm and treatment was started. During the treatment, staff noticed patient's skin turned red in the place where three out of the four electrodes were placed and treatment was stopped. Patient's mother mentioned that before the visit, she had put oil on the patient's skin. The following week the patient came in with small burn marks where three of the electrodes had been.